Event description:
It was reported by the rep that the device was used during laparoscopic cholecystectomy, the clips fell off of the artery after they were placed. There was no consequence to the patient. There is no further information. One device being returned.